Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had helium leak. There was no patient involvement .

Manufacturer narrative:
Due to character restrictions in block e1 event site name : wellstar kennestone hospital. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the biomed had found the helium leak was caused be staff double stacking the tank gasket on the high regulator. The biomed removed and discarded the extra gasket. That corrected the helium leak issue.

Event description:
N/a.